Event description:
Upon receipt of the device at the service center, the service technician reported that the single board computer failed video graphics array testing. Since the event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.